Event description:
It was reported to philips that the system did not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. Upon troubleshooting, the field service engineer (fse) identified a blown fuse in the start-up cabinet. The cause of the failure could not be conclusively determined by the supplier's part analysis, however the replacement of pdu (power distribution unit) fan tray by the fse has resolved the issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.